Manufacturer narrative:
Our investigation of this complaint has been completed. It was initially stated that the technical error code indicating an open safety valve was generated during patient treatment. Additional information states that the anesthesia system was in standby mode while the patient was connected to a heart-lung machine. We have not received any additional information about the setup during the surgery. Our field service engineer investigated the anesthesia system at the hospital. The reported issue was solved by cleaning the safety valve membrane. The patient system and water trap from customer stock were replaced. After successful testing, the anesthesia system was cleared for clinical use. The reported failure can be verified in the supplied log. The log shows that the technical error code was generated when the anesthesia system was in standby mode. Apart from the reported issue having been solved by cleaning the safety valve membrane, no additional cause of the event has been determined.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system generated an alarm indicating an open safety valve during patient treatment. There was no patient harm. Manufacturer's reference number: (B)(4).